Event description:
Two years after implantation swelling occured around the implant side. The coil site became exposed, so the device was explanted on the (B)(6) 2025.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Two years after implantation swelling occured around the implant side. The coil site became exposed, so the device was explanted on the (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a swelling at the implant site leading to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.